Manufacturer narrative:
The hyperthermia pump involved in the incident was returned to belmont for investigation and was tested according to our standard operating procedures. Upon receipt we found that the unit required a temperature calibration, which caused the unit to exhibit a "heating fault" alarm as reported. The system may exhibit a "heating fault" alarm when the temperature probes are out of calibration. In the event of a "heating fault" alarm, the rapid infuser displays the following alarm message: "check temperature probes for blockage. Clean windows. Press retry to continue. Service machine if error persists." The operator's manual provides the following recommended operator action: "check disposable set and flow path for occlusions. Make certain the windows on the disposable set and the ir probes are clean and dry. Clean surfaces with moistened soft cloth if necessary. Dry off surfaces before continuing. Press retry to continue. Power off and service machine if error persists." As dirty, wet, or blocked temperature probes can cause the rapid infuser to exhibit a "heating fault" alarm, the temperature probes should be cleaned before or after each use according to the service and preventive maintenance schedule provided in the operator's manual. The routine maintenance instructions in the operator's manual state: "keep the probe sensors clean and dry. If they become dirty or wet, clean with a moistened q-tip and dry. Use care not to damage the sensor surface." The manufacturing batch records for the disposable set were reviewed and no related anomalies were identified. It was reported that the case was completed and there was no injury to the patient. Should additional relevant information become available, a supplemental report will be provided.

Event description:
The user reported the following about a hyperthermia pump: "when running hyperthermia machine during a case, I received a heating fault alarm on the device when increasing the target temperature. I turned off the device and wiped down temp sensors, and rebooted machine, and received the same error message when device reached 40.5c. I then changed out the heat exchanger kit and then rebooted machine again and the issue was resolved for the rest of the case."